Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 22 mg/dl at the time of the incident. The customer was given liquid glucose and food to treat. The customer experienced symptoms such as shaking, sweating, and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller is awaiting a pump upgrade. The customer will go as high as 600 mg/dl after a low. The customer had 28 lows in the past year and a half, which led to hospitalization and congestive heart failure. The insulin pump will not be returned for analysis.